Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported ¿error 301¿ when re-zeroing- happened so much one time we had to shut machine off completely. The ¿lollipop¿ looks like it is curling back into armpit instead of going down, even tho it¿s going down svc. Sometimes it¿s given a different tracing each time we thread the wire, even when we haven¿t moved the PICC catheter at all- so we don¿t know where we¿re actually going. No other information was provided.